Manufacturer narrative:
Evaluation summary the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A physician reported that there was poor or none aspiration during surgery while using the system. No system message was displayed. The surgery was completed with no further issues. No patient harm was reported. Additional information has been requested and received.